Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "increased signal on t2- and stir-weighted sequences (edema)","in addition to prominent folds", and "signs suggestive of capsular contracture of the right implant." Device remains implanted.

Event description:
Healthcare professional additionally reported "extrusion." Device has been explanted.

Manufacturer narrative:
The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side capsular contracture baker grade ii. Device has been explanted.